Event description:
It was reported that during a routine pulse generator change out procedure, the right atrial lead exhibited an insulation abrasion. Normal electrical function was observed. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.